Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant in 2/2023 had an impella 5.5 support for 17 days. The patient had the support for ischemic cardiomyopathy until the pump was explanted, and patient went for an lvad (the left ventricular assist device); per abiomed field rep. Later in (B)(6) 2023 the medical center published a paper reviewing multiple 5.5 pump supports. The author noted the patient had an "on post-operative day 4, he developed an axillary artery thrombosis, requiring a surgical thrombectomy via right brachial cut-down and the removal of the impella."